Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Hemodialysis clinic manager reported encountering a blood clot with the optiflux dialyzer and also reported air entered the dialyzer dialyzer causing a clot. Additional information was solicited and provided. It was reported that the patient did not encounter any complications and treatment was continued with no effect on patient outcome. The dialysis machine was pulled from the floor and returned with no re-occurrence of the event.

Manufacturer narrative:
Part number, UDI a supplemental report will be submitted upon completion of the plant¿s investigation.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. The production record was reviewed and there was one approved temporary deviation noted on the lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformances, rework, labeling, process controls and any other occurrence in production. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Event description:
"."